Event description:
While performing scheduled preventative maintenance (pm) on the device, a third party reported that the device would fail the 200j defib test during operational testing. There was no reported patient involvement/adverse patient impact.